Manufacturer narrative:
Findings: unit powered up properly after battery installation. No missing segments/partial display noted. The display fades out after pressing any button due to short at the lcd driver board. Unable to perform the displacement test due to fading display. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had a partial display. Customer's blood glucose was 110 mg/dl. The customer stated that the device was not dropped nor bumped. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.